Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to a systemic infection. Device has been received for analysis. No additional adverse patient effects were reported.